Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR was completed and found no non-conformances. Because the device was not returned, mmdg has been unable to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the "formula was not flowing through tubing". They also stated that the pump had not alarmed when the formula was not delivering. Mmdg followed up with the initial reporter, but no further information was provided. (B)(4).